Manufacturer narrative:
This MDR was generated under protocol b10009704 as a result of warning letter cms#: 617147. No causes or potential causes to the customer's reported problem were found during the device history review. Visual inspection observed that the front of the pump was chipped and cracked. During flow and occlusion testing, the reported problem could not be duplicated. The root cause of the issue could not be determined. Replaced interconnect board as a preventative measure. A corrective and preventative action has been opened to address the reported issue.

Event description:
It was reported that the device was giving locked battery communication error. No patient injury was reported.